Event description:
It was reported that during an unspecified endoscopic procedure the guidewire failed to advance. A jag precursor 035/450 ang guidewire had been selected for use in an unspecified endoscopic procedure. During insertion into a non-bsc cannula, resistance was encountered. The device was exchanged for a non-bsc wire and the procedure was completed. There were no pt complications reported with the pt's current condition listed as "good."